Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported pt underwent a revision procedure approximately 5 years post-implantation due to a fall that resulted in the stem moving because of the fall. In surgical notes, surgeon noted that the stem and the cup were not loose, but since the stem had moved from original x-rays he decided to change stem to an arcos. The surgeon noted all implants were in good conditions. No problem occurred during revision of stem. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 11-363660; 36mm cocr mod hd - 6mm lot number 528560. G2: foreign: canada. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2023 -00819. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted h3 other text : device location is unknown.